Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported upon priming (attempt) the fluids would not prime past the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the fluids would not prime past the bd alaris¿ pump module infusion set filter. The following information was provided by the initial reporter: "upon priming (attempt) the fluids would not prime past the filter. This has happened to other people on other units. Tried another set."

Event description:
It was reported that the fluids would not prime past the bd alaris¿ pump module infusion set filter. The following information was provided by the initial reporter: "upon priming (attempt) the fluids would not prime past the filter. This has happened to other people on other units. Tried another set."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.